Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and broken force sensor alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged pump error 35 and open book image alarm found on (B)(6) 2021. Device received with blank flashing white light display. Unable to download to thus software due to blank flashing white light display. Unable to verify pump error 35 and open book image due to blank flashing white light display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white light display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor, and corroded battery tube. Device received with detached retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank flashing white light display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and open book image noted. Under further inspection, the lcd foam tape was peeled off and found cracked lcd controller during the visual inspection. Force sensor zero offset within specification. The following were noted during visual inspection: keypad overlay texture damage, broken reservoir tube lip, missing o-ring(reservoir tube), cracked keypad overlay, cracked reservoir tube lip, and cracked case above arrow and battery icon. Blank flashing white light due to cracked lcd controller on the pcba 1. Critical open book and unable to download history/traces confirmed is suspected to be on be the pcba 2. Unable to verify pump error 35 due to being unable to download history traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.